Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the reported multisystem organ failure and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU, list death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to multi organ failure. No autopsy was performed and the device was not explanted. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.